Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when anesthesia mode is enabled on the bd alaris system, all anesthesia mode features are available, and ders guardrails is critical to prevent dose/rate and decimal point errors. They are requested to enable or disable specific features of anesthesia mode based their workflow. There was patient involvement but no harm.